Event description:
Clinic notes dated (B)(6) 2014 note that the patient was seen in clinic on (B)(6) 2014 due to an increased frequency of seizures of long duration. It was reported that device interrogation showed the generator approaching end of service. A company representative was notified and was present at the patient's next visit. The notes indicate that the device interrogation showed normal diagnostics. The device was referred for replacement surgery. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Event description:
Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator shows an ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to ifi = yes. The explanted generator has been returned to the generator where analysis is currently underway.